Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol pusher mispositioned the lens into the narrow part of the cartridge, due to contact between the iol pusher and the optical part of the lens and resulted in damage to the optics. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Reported complaint could not be observed from the returned photo. Received photo shows an iol (intraocular lens) on some material. The iol is split in three. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).